Event description:
Healthcare worker experienced a white discoloration with irritation on the right finger after touching sterilized items that had white powder on them. The cycle was completed and the vaporizer plate was noted as not in place at the time of the exposure. The worker washed the contact site off with running water and did not seek medical attention. The symptoms resolved within one day.